Manufacturer narrative:
The datacard logs were reviewed. Based on the evaluation of the data, the hp and system performed as expected. The treatment tip was returned for an evaluation; however, an evaluation has not been performed yet. The investigation is underway.

Event description:
A patient experienced erythema and edema on the right side of the face by the lower jaw during a thermage flx treatment. The doctor stopped treatment and used an ice compress, burn ointment, and desonide on the treatment area. The doctor proceeded to treat the left side of the face by the lower jaw with the same outcome. The doctor again stopped treatment and used an ice compress, burn ointment, and desonice on the treatment area. The patient was given topical anesthetics prior to the procedure and the current status is scabbing in the treatment areas. After approximately 100 pulses on the right side and 300 pulses on the left side into the treatment, the incidents occurred on the lower jaw area. The highest energy level used during treatment was level 4.5. Adequate coupling fluid was used during the treatment and there was an ec78c system error code that occurred during the procedure. The treatment tip was inspected prior to use, as well as every 100 pulses during the treatment with no abnormalities noted.

Manufacturer narrative:
The treatment tip was returned and the evaluation was completed. Service was unable to duplicate the complaint. Evaluation of the tip found no issues related to this event. The tip passed the leak test and thermistor test. The tip failed the visual inspection as a dent was observed in the tip surface. No functional testing was performed due to tip being expired. According to thermage flx user manual burns and blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and the handpiece performed as expected. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, burns and blisters are a known possible side effects during thermage flx treatment. No corrective action required.